Event description:
Healthcare professional reported "pain, rupture confirmed via MRI and capsular contracture, baker grade iii discovered during explant surgery, device was not found to be ruptured during explant surgery". Later healthcare professional reported "complex fold mimicking a rupture on right, enhancing skin based nodule in the low axilla such as sebaceous cyst, via MRI", "the implant was noted to be folded and a crease was present, the implant was not ruptured as per operative report", "there is a skin based focal area of irregularly-shaped hypoechogenicity with an overlying skin mole and corresponds to same location as MRI via ultrasound". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: crease / folding of implant and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "pain, rupture confirmed via MRI and capsular contracture, baker grade iii discovered during explant surgery, device was not found to be ruptured during explant surgery". Later healthcare professional reported "complex fold mimicking a rupture on right, enhancing skin based nodule in the low axilla such as sebaceous cyst, via MRI", "the implant was noted to be folded and a crease was present, the implant was not ruptured as per operative report", "there is a skin based focal area of irregularly-shaped hypoechogenicity with an overlying skin mole and corresponds to same location as MRI via ultrasound". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease/folding of implant: observed creases on device. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.